Event description:
A review of service data detected a reportable event. During servicing, the locking nut on the connector of electrode belt sn (B)(4) was broken. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the locking nut on the electrode belt trunk cable connector was broken. As a result, the electrode belt would not stay connected to a test monitor. The root cause for the damaged locking nut could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.